Manufacturer narrative:
Upon complaint tw#(B)(4) closure review conducted on 18 may 2020, it was identified that the service report #(B)(4) mentioned on 28 april 2020 from an integration update, had the original aware date of 24 april 2020 instead of 27 april 2020 as initially communicated by the complaint originator. This follow up report is to correct and to provide the new aware date as stated above.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the drive regulator calibration on the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue discovered that the regulator adjusting screw stripped the inside of regulator and does not lock in place. To address the issue the stm replaced the drive regulator and completed the pm. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the drive regulator calibration on the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement and no adverse event was reported.